Manufacturer narrative:
A ge rep evaluated the system and adjusted the volt power supply and reseated connectors. The customer stated the system was not making exposures. There was not an accidental radiation occurrence. The system operates as intended.

Event description:
The customer reported that x-rays stay on after releasing the x-ray switch. No pt injury was reported.